Event description:
Boston scientific crm received info that this dextrus right ventricular lead exhibited non-capture and was determined to have perforated the heart wall. In a revision procedure, the lead helix was noted with some difficulty. During attempts to position the lead high on the septum, and another perforation occurred.